Event description:
Patient was attempting to place her freestyle libre 14 day sensor. She attached the sensor to the applicator but when she went to place the device, she depressed the applicator as directed. The sensor did not stick to her skin, but the needle jabbed into her arm and remained in the arm when the applicator was removed instead of retracting back into the applicator. They had to use tweezers to remove the needle from her arm.